Event description:
The hypotube kinked in the adapter resulting in the occlusion balloon not being able to deflate when required. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to occlude the vessel. The physician inserted the stent delivery catheter and placed the stent. The physician removed the stent delivery catheter and inserted the aspiration catheter. The physician aspirated the particulate from the vessel successfully. The physician loaded the hypotube into the adapter to deflate the occlusion balloon and the hypotube kinked and the occlusion balloon would not deflate. The physician used the method in the instruction for use and cut the hypotube and the occlusion balloon deflated. The pt is reported to be fine.